Event description:
Related manufacturer reference number: 2017865-2020-07612. It was reported that during procedure, the right ventricular lead was unable to be removed from the header. The set screw was able to be removed but the lead was not. The lead was cut, capped, and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the right ventricular lead was unable to be removed from the header. The set screw was able to be removed but the lead was not. The lead was cut, capped, and replaced on (B)(6) 2020. The patient was in stable condition.